Event description:
Pt undergoing a thorascopic procedure. During the procedure a 12 mm versaport plus from auto suture was placed. After this a no-knife endoscopic articulating linear stapler (for use with 10 mm/12 mm/trocars) was inserted into the versaport. Force was needed by surgeon to fully insert stapler through versaport. Once stapler passed through trocar and the surgeon fired the stapler it would not release from the pt's heart. Surgeon had to convert to an open throacotomy to remove stapler and repair heart tissue. Transfused pt with 2 units blood.